Manufacturer narrative:
Evaluation results: inherent risk of procedure (endoleak, stent graft migration). Patient's condition affected effectiveness of device (short aortic neck). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (short aortic neck).

Manufacturer narrative:
Methods: (films).

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 45 months ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that follow-up angiogram revealed a proximal type I endoleak. Currently the aortic neck length is 8mm and the stent graft may have migrated 2 mm below the renal arteries. The physician will monitor the patient. No additional clinical sequelae were reported.

Event description:
A review of returned films post implant of the endurant cuff showed that a snorkel had been placed into the left renal artery. The stent graft od just below the renal arteries was 32mm. A likely proximal type I endoleak is seen on the posterior of the aorta. The ipsilateral limb of the talent stent graft was placed into the right iliac, and an aneurx limb(s) was placed on the contralateral side. The 7cm aaa contained calcium. No other stent graft issues were seen. The cause of the endoleak could not be determined. It is possible that the short proximal neck contributed to the event.

Event description:
Additional information was received as follows: it was reported that the physician performed a chimney/snorkel procedure. The snorkel procedure went well on the left renal artery; however, when the physician was removing the delivery system of the endurant aortic cuff the tapered tip was not retracted into the graft cover. The delivery system inadvertently got caught one of the supra renal stents and during attempts to remove the delivery system the physician accidentally pushed the aortic cuff up enough to partly occlude the right renal. A 6 x 14 bare metal stent from another manufacturer was implanted in the right renal with good results. The type I endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.